Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. H6. Investigation results - there is no specific knee device information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation that a patient had an unknown implant on an unknown side on an unknown date in 2016 and then approximately 3 years later on an unknown date in 2019 had a revision surgical procedure for unknown reasons. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Corrected information-upon investigation it is discovered that this is a duplicate case. All updated/new information about the patient, event, and devices will be process and appropriately reported under MFR# 1038671-2022-01396.